Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the battery impedance value was beyond the expected upper range. Elective replacement indicator (eri) due to high battery impedance was recorded on (B)(6) 2015, prior to explant. (B)(4) was installed on (B)(6) 2011. High battery impedance leading to eri. The device was subsequently returned and analyzed. Analysis of the device found high internal battery resistance. (B)(4).

Event description:
It was reported that during follow-up one year ago the battery was normal. Follow-up a year later indicated the implantable pulse generator (ipg) had reached end of service (eos) six months ago. The patient is pacemaker dependence and the device was replaced immediately. No patient complications have been reported as a result of this event.